Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to the receiver not turning on. The receiver case was opened and a dead battery was observed. A receiver download was performed and rtt loss was observed in the investigation window. Confirmation of the complaint was confirmed. The probable cause was determined to be a defective battery.